Event description:
It was reported that the rv lead exhibited high thresholds and high pace/sense impedance values one day post implant. The physician believed that the lead perforated the patient's right ventricle. The lead was pulled back, and the micro-perforation closed. No additional procedures were needed as a result of the perforation. The patient was not comfortable having an ICD system, so the device and lead were removed without replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and found to be within specification.